Event description:
The lay user/patient contact lifescan alleging that the product was not maintaining the correct time. The issue remained unresolved with troubleshooting. There was no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.